Event description:
Terumo medical corporation received the following information: it was reported that the patient arrived to pacu department with bleeding from the tr band. Staff originally added 15ml of air into the tr band in the room. Upon arriving to the pacu department, there was bleeding at the site of the incision, and the staff added an additional 2ml of air into the tr band, which stopped the bleeding. Staff waited one hour to start deflating and the balloon was deflated down to only 2ml left upon noticing. No bleeding was present at this point. The patient is ok from the incident. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was left heart catheterization. A 6fr glidesheath slender was used for the procedure. No noticeable damage was seen or reported. No reported manipulation pre-use or during the procedure. The tr bands are kept in a temperature-controlled room in their storage space.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: department manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.